Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallstent biliary partially covered stent has been implanted to treat a 12mm periampullary malignant stricture in the distal common bile duct during a stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was tortuous and was dilated prior to stent placement procedure. According to the complainant, during the procedure, resistance was felt while trying to deploy the stent. The physician exerted more pressure to the delivery system and immediately the stent crossed the stricture and was deployed proximal to the stricture. Reportedly, the stent remains implanted and a 4cm wallstent biliary partially covered stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.